Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a worn-out socket slider switch cause intermittent use of high intensity mode and olympus lamp life meter was reading at 487 hours 30 minutes. The light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.